Event description:
It was reported that on (B)(6) 2019, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis (pre CT aneurysm diameter: 71 mm). On (B)(6) 2020, follow-up CT imaging showed a decreased aneurysm diameter of 63 mm. On (B)(6) 2021, follow-up imaging showed an increased aneurysm diameter to 71 mm caused by a type ii endoleak. The patient has been monitored. On july 28, 2023, it was reported to gore that a reintervention would have been necessary and it was therefore discussed in detail with the patient and his family. However, the patient refused further surgery due to his age (born 1931) and general condition.

Manufacturer narrative:
Cause investigation and conclusion: a request was sent to the physician to provide additional information to the case, device information, and to clarify the current patient status and if a reintervention has been performed. The physician responded that a reintervention would have been necessary and it was therefore discussed in detail with the patient and his family. However, the patient refused further surgery due to his age (born 1931) and general condition. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. The product remains implanted, therefore direct assessment of product performance could not be performed. Three computed tomography (CT) imaging dataset have been shared with gore for evaluation. The imaging evaluation summary states the following: (B)(6) 2019 (pre-implant): pre-implant CT shows diameters in the 15 mm distal to the lowest renal range from 21 mm ¿22 mm. Pre-implant CT shows ~ 17.6 mm of length from the lowest renal to the lesion. (B)(6) 2020 (post-implant follow up): there appears to be a patent lumbar present. There appears to be ~ 12 mm of wall apposition within the proximal aspect of the device. There appears to be a lack of wall apposition ~ 15 mm distal to the proximal end of the device. (B)(6) 2021 (post-implant follow up): there appears to be ~ 11 mm of wall apposition within the proximal aspect of the device. There appears to be a lack of wall apposition ~ 15 mm distal to the proximal end of the device. There appears to be a decrease in maximum diameter size from 2019 to 2020, however, there appears to be an increase in maximum diameter size when compared to the CT dated 2021. Based on the available image sets gore is unable to confirm the presence of an endoleak. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the device. Section "potential device or procedure related adverse events" of the IFU states the following: adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.